Manufacturer narrative:
Additional information was received that the patient never had adequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient's ipg was not functioning. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's ipg was not functioning. The patient will undergo an explant procedure.